Manufacturer narrative:
The field service engineer (fse) went to the customer site and found that the battery was working as intended. The fse did not report that the device was found to be turning itself on. Philips was unable to confirm the alleged issue of the device turning on and draining the battery. Multiple good faith efforts were performed to obtain clarification of the troubleshooting completed at the customer site, but no response or further information was received from the fse. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and found that the battery was working as intended. The fse did not report that the device was found to be turning itself on. Philips was unable to confirm the alleged issue of the device turning on and draining the battery. In a good faith effort response received from the field service engineer (fse), it was stated that the battery was replaced, and the device no longer produced any issue. The replaced battery will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turning itself on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. When the device was evaluated by a field service engineer (fse), they disconnected it from wall power and the battery did not hold a charge. It is believed that the battery is depleting due to the device consistently turning on unintentionally, which would drain the battery. The investigation is ongoing.